Event description:
Pt was undergoing a coronary artery bypass grafting x3. During the procedure it appeared while the physician was clipping a brand of artery, the surgiclip fired and severed the mammary artery causing bleeding. The physician repaired the artery. The physician noted that there was difficulty with one of the hemoclips requiring repair with 8-0 prolenes on the artery. It appeared the surgiclip gun misfired. It is being sent to the MFR for eval. The pt is recovering well.